Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user has had intermittent peristomal ulcerations, under the skin barriers, since her initial ileostomy surgery in 2011. The end user most recently had two (2) ulcerations approximately 1 cm or so away from the stoma. Each measured approximately 2 x 1 x 0.1 cm with a fibrous yellow wound bed. A small amount of drainage was present. Although the patient's condition was diagnosed as chronic in nature by her general surgeon in 2015, the condition is seemingly worse since switching to the convatec skin barrier. After an examination, the end user's general surgeon prescribed cephalexin on (B)(6) 2015. The peristomal area was treated with silver alginate, topical zeasorb powder and a thin hydrocolloid dressing. No improvement was noted after 10 days of treatment.